Event description:
(B)(4) - it was reported by the consumer that the pronto m91 custom power wheelchair charger was not functioning properly, and the front casters were not touching the floor. There was no injury reported.